Event description:
It was reported via legal documentation that approximately 101 months after a right total knee replacement procedure, the patient has experienced prosthesis wearthe right knee is currently unrevised.. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
Concomitant devices. Concomitant devices. Concomitant devices. (B)(4) 02-012-45-6060 - lgc tibial fit tray cem sz 6f / 6t. (B)(4) 02-010-01-0360 - logic femoral ps cem right sz 6. (B)(4) 200-02-35 - three peg patella 35mm. (B)(4) 203-96-21 - (11-2714) stryker 2000 90x13/21x 1.9mm. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
1038671-2024-02633 correction: please disregard this report as it was reported in error. Event was previously reported under report#: 1038671-2024-02633.